Event description:
On (B)(6) 2024 a complaint was received from (B)(6) hospital indicating " the pump "failed causing significant hypotension" according to the attached tag. (Sn 915554)". No additional information was provided at the time. On (B)(6) 2024 medwatch report 2100020000-2024-8021 was received stating the following "the patient returned from the operating room on epinephrine, norepinephrine, and propofol IV infusions, s/p (status post) a craniotomy, with subdural empyema evacuation. The infusion pump stopped working, resulting in hypotension bp 85/47. The pump did not alarm when it stopped. The patient had to be given a rescue dose IV push epinephrine to prevent an arrest.".

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Investigation results: the device involved was returned for investigation. Review of the device activity logs confirmed serial (B)(6) was not in use on the reported incident date. A technical safety check was performed on the device, and it met specification. Preventive maintenance service was performed.